Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the coil came out of the introducer sheath smoothly. Prolapse/kink in micro catheter was noted. No coils were implanted before the reported coil malfunctioned.

Manufacturer narrative:
Continuation of d10: product ID nv-2-4-helix (225588278); product type: ; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that two concerto coils encountered resistance in the catheter and separated/broke. The patient was undergoing surgery for treatment of a bleed from the sigmoid. It was noted the patient's blood flow was high and vessel tortuosity was moderate. It was reported that the physician began to advance coil into renegade micro when coil prolapsed. When he began to resheath/pull the coil back, the coil broke off in the micro catheter. An additional renegade was opened and another 2x4 was advanced, coil "gummed" up in catheter, both catheter and coil were removed and discarded - 2 additional coils were deployed (2x6) through a renegade stc micro and successfully deployed. It was reported coil resistance/stuck in the middle of the catheter occurred. There was coil damage observed on the implant coil. It was reported coil separation/break/premature detachment occurred. The implant coil is in the microcatheter. There was no surgical or medicinal intervention required. There was friction or difficulty during delivery. The physician did not reposition the coil. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher dur ing the procedure. The continuous flush was administered during the procedure. For lot #225588278, it was reported the doctor advanced coil into microcatheter, received resistance, checked continuous flush (no issues), began to pull coil back and received resistance - removed both micro and coil and discarded. It was reported coil separation/break/premature detachment occurred. It was reported the coil gummed up and became stuck in the catheter. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was friction or difficulty during delivery. The physician did not reposition the coil. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include originally renegade microcatheter - both issues happened within this micro catheter, additional coils succ essfully deployed through renegade stc - physician believes issue happened due to microcatheter choice.